Manufacturer narrative:
Conclusion codes updated to c070603 and d02 based on failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Initial findings were confirmed. The instrument was tested for continuity between the backend pins and the hook and was found to fail the continuity failure indicates that the conductor wire is likely broken. Instrument distal clevis was disassembled and the conductor wire was confirmed to be broken at the distal end. There was thermal damage observed to the conductor wire at the break location and surrounding insulation. Thermal damage will be coded to the yaw pulley. The probable root cause of the broken conductor wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. Additionally, conductor wire management issues can result in damage to the wire itself, crimp, and insulation. This issue can be resolved by using an alternate instrument to complete the procedure. The cautery hook appears to be dislodged and rotated from it's intended position. This instrument was passed to quality engineering (qe). Qe provided the following notes: the RMA exhibits broken conductor wires which would lead to over stress on the distal subassembly. This could cause the ceramic sleeve to become dislodged, resulting in more space in the hook section of the molding. The dislodged hook is still in-tact and would not lead to fragments in the patient.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument was found to have a segment of the cautery hook dislodged from the molding. The instrument has failed the continuity test. Sending instrument to engineering for further investigation. The probable root cause of a dislodged conductor wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, smoke started to come out of the joint at the wrist of the permanent cautery hook (pch) instrument rather than the hook tip. It was while cauterizing. The procedure was completed with no reported injury. Intuitive surgical followed up with the initial reporter and obtained the following additional information: the instrument was in contact with tissue while dissecting out the duct/artery when the smoke was observed. No arcing was noticed, but the smoking was observed again when the instrument was activated but not in contact with tissue. The pulleys appeared intact after this event, and no tissue was noted to be caught in the wrist. An erbe was being used with the settings on cut: 3 and coag: 3. Also, the instrument had been used for about 15 minutes before the smoke was observed, it was prior to the removal of the gall bladder from the liver bed, so it was not a large amount of cautery utilization at that point. The jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument; there was no injury to the patient, and they have not returned to the hospital due to experiencing any post-surgical complications as a result of the smoke event. The procedure details were provided, but there were no photographic images of the device(s) or a video recording of the procedure available for isi review. The instrument has already been sent out for analysis.